Event description:
On 09/19/2007, the company received a report where it was claimed that the device did not provide an audible tone. Initially, the info provided by the customer.

Manufacturer narrative:
In 2007, the customer confirmed that the unit was repaired in house and replacement of the main pcb isolated the initial report of "no audio". The mfg facility has initiated a corrective and preventative action associated with the confirmed failure.